Event description:
It was reported that the wake button was delayed in responding to touch. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.